Event description:
It was reported by service report that the fowler was drifting, would not hold weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
(Result) - fowler weldment.